Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported on august 25th 2016 stated after the last call on (B)(6) she call her doctor¿s office and they switched her to program 2 however she said she is too hot internally and her bladder still can¿t hold urine. The patient noted they are still going every hour during the day and every 2 hours at night. The patient stated the reason for the implant was to help with these symptoms, however they have not noticed any improvement. The patient mention she does take hydrocodone that can cause breathing problems for her. The patient also added she takes hormone medication and used to have a fem-ring, but her healthcare professional (hcp) removed it. The patient stated she wanted to change to program 3, the patient was able to do so. The patient noted she was feeling better after changing to program 3, but she still had to void. The patient stated she is going to visit her hcp to discuss repair of her hernia which happened prior to implant. Additional information from the patient reported she went to see her healthcare professional (hcp) (B)(6) because she got burnt for two nights. The patient mentioned hernia below naval is going to be fixed next week. The patient stated they are going to mash around and see why she is burning. The patient noted she keeps urinating and urinated all night long and it burns. The patient noted she has had this for 4 years, started prior to implant. The patient stated the implant is doing no good. The patient was given 2 kinds of antibiotics. The patient was doing okay until she was put on the pills (ciprofloxacin 500mg) and seemed to get better then. The patient was also put on nitrofurantoin. The patient stated she pees all night long no matter what setting she is on. The patient mentioned some surgery, but it was not clear what she stated. The patient¿s hcp is supposed to operate on her next week. The patient stated the operation will be her naval and vagina because she has a hernia at the top of her vagina now. The patient stated as soon as she had ¿two mesh surgeries/hernias¿ she started burning. The patient was not sure if this was related to the device or not. The patient noted when she changed to program 3 she got better for a while. The patient noted when she first got the implant it did good then it did not good. The patient noted that every number on her patient programmer she is as hot as fire and her stomach is as hot as fire. The patient stated she has the urgency to pee all the time. The patient noted burning and peeing all the time/urgency a couple of days prior to the call.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy as of 3-4 nights prior to date notified, and that they have been peeing a lot with burning and hurting present. It was stated that the patient is straining to pee, they do not just pee on themselves. The symptoms have been slowly returning and usually start at about 2 am, when the patient gets up about every 2 hours and has to pee, which burns and hurts. 3-4 nights prior to date notified the patient was on fire and took a uti antibiotic. Since (B)(6) 2016 the patient takes pain pills and can hardly use the bathroom, with the pain pills making them constipated and the implant helping if it is turned up, they go to the bathroom better that way. It was also mentioned that the healthcare provider (hcp) is going to do another surgery on the patient due to a hernia in their vagina and pre-cancer. The patient mentioned that it maybe has something to do with their mesh in the naval, and that they had 2 surgeries there already. They usually feel stimulation at 1.4 v and are going to turn it up on the night of date notified. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-feb-24. The patient reported that she had terrible abdominal pain and noted that it was in the bladder. The patient stated that she was at her hcp¿s office at the time of report for a CT scan. The patient noted that she felt worse and worse. The patient had 3 surgeries for it and they had not done anything for it. The patient reported that the hcp had told her that was all they could do for her and that she just had burning peeing all the time. The patient stated that her hcp had told her that she did not have an infection in her urine and that it was not a yeast infection either. The patient noted that the bladder was not her problem and was a symptom. The patient stated that the hcp could not see her until (B)(6) and she was going to go to the ER on the day of report or else she was going to die. Additional information was received from the patient on 2017-feb-27. The patient reported that she had a CT scan done at the hospital and had a real bad bladder infection for 2 or 3 weeks. The patient noted that her bladder was real hot and stated that she could not see her managing hcp until the (B)(6). The patient was redirected to seek medical attention. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.